Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door clicked during opening. A field service engineer shut down the station, opened the panel, and removed the connector from the micro switches. The switches were cleaned and greased, and the connector was reinstalled. After securing and locking the panel, the fse rebooted the station and successfully recovered the door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and briefly recovered but then failed again immediately after recovery. Customer stated that the actuators continued to click after the tower door had opened. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.